Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that the device may not have been appropriately charged. The patient attempted to contact the manufacturer to resolve the issue, but it was closed for the weekend. The problem was resolved, and the patient had an appointment scheduled with their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) stopped working, patient expressed severe emotional distress, including suicidal ideation. The patient experienced a shock when attempting to reset the programmer and was unable to charge the device. Over the course of 2-3 days, the patient experienced whole-body shaking. Tremors were present but resolved after the device was reset. Upon turning therapy back on, the patient experienced a shocking sensation, which was explained as normal during initial therapy reactivation. The patient received assistance from a state trooper and was guided through the reset process, after which the device was able to charge and therapy was restored.